Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the supplies on the pump and received another alarm. The customer's blood glucose level was 291 mg/dl. The customer delivered a correction bolus and the alarm did not reoccur.